Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's right extension caused the ipg to rotate and coil due to the silk tie pulling through the header, resulting in high impedances and break. To address the issue, surgical intervention was undertaken wherein the right extension was explanted and replaced and a new silk tie was added to the other header tie down. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.